Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that in a run of 85 samples, 60 were called 4+ positive. Upon inspection of the result images, the cell buttons are larger than normal and it appeared that ahg was not added. The wells did not have any flags. The customer repeated the samples on their other tango optimo and got all negative results. No erroneous results were reported. The reported problem could be verified by review of the results present in the daily journal. Apparently multiple samples have been processed w/o coombs reagent added, resulting in a positive result image interpretation when there is no sign of any reaction. The false interpretation can be explained by the massive differences in regards of colors between a cavity with or without coombs reagent added. A service engineer reported the replacement of several hardware parts of the right pipettor unit. After these measures a qc run was performed successfully. Testing of 100 donors after repair revealed no further issue with missing coombs reagent.